Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: warnings: the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis).

Event description:
Healthcare professional reported during implantation, xen implanter needle pierced conjunctiva. A vicryl suture was placed in the conjunctiva. Then xen was removed and re-implanted ½ clock hour away at 11:00. Due to conjunctiva being pierced, this implant may have been at higher risk to be exposed. Later on, patient experienced a left eye erosion against the xen®45 gts. Physician noted the conjunctiva anterior to the implant was avascular likely due to mitomycin use. The affected device was explanted. An ahmed was implanted in the superiortemporal quadrant and "sutured the scleral ostomy where xen was previously with 8-0 vicryl and closed the conjunctiva with a 10-0 vicryl purse-string suture" due to superonasal conjunctival avascularity during initial implantation of xen. Per physician, "there was a small area of bare sclera which will epithelialize with time."

Event description:
Healthcare professional reported during implantation, xen implanter needle pierced conjunctiva. A vicryl suture was placed in the conjunctiva. Then xen was removed and re-implanted ½ clock hour away at 11:00. Due to conjunctiva being pierced, this implant may have been at higher risk to be exposed. Later on, patient experienced a left eye erosion against the xen®45 gts. Physician noted the conjunctiva anterior to the implant was avascular likely due to mitomycin use. The affected device was explanted. An ahmed was implanted in the superiortemporal quadrant and "sutured the scleral ostomy where xen was previously with 8-0 vicryl and closed the conjunctiva with a 10-0 vicryl purse-string suture" due to superiornasl conjunctival avascularity during initial implantation of xen. Per physician, "there was a small area of bare sclera which will epithelialize with time."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the gel stent was unobstructed and received in two pieces. The damage to the implant was not confirmed, but likely occurred during explanting of the gel sten. The manufactured xen systems are 100% inspected in-process at manufacturing under magnification to ensure that the conforming xen implant is properly loaded into the injector and the retention plug is placed on the needle. Allergan will continue to monitor the frequency of these complaints to determine if there is a trend or if this was an individual occurrence. Serial number (B)(4), lot number 62608. Upon further review, the device serial and lot number were corrected to reflect the information received.